Event description:
According to the reporter, during open gastrectomy, throughout the procedure the device was not sealing well with evidence of energy delivery and end tones heard but bleeds after cutting. There was no other error that occurred. There were more bleeding. Blood loss less than 10 milliliters; no transfusion necessary. Surgeon mentioned that it was a tiny vessel, shouldn't be bleeding. Occurred with different tissue types and thickness. This was occurring when surgeon was sealing and dividing tissue to get to the part of the stomach to transect. Cleaning of the device was done frequently. There was no significant blood loss. Problem was fixed when opened a new device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown lf4418 - open sealer lf4418 curved large jaw, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open gastrectomy, throughout the procedure the device was not sealing well with evidence of energy delivery and end tones heard but bleeds after cutting. There were more bleeding. The surgeon mentioned that it was a tiny vessel, shouldn't be bleeding. It occurred with different tissue types and thickness. This was occurring when surgeon was sealing and dividing tissue to get to the part of the stomach to transect. Cleaning of the device was done frequently. There was no significant blood loss. The problem was fixed when opened a new device.